Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: d9, g3, h2, h3, h6 and h11. Correction: e3 and g4 the device was returned to olympus for inspection. Based on the results of the investigation the customer allegation the ceramic tip (insulation) was cracked. Was confirmed. It was likely due to a component failure of the insulation. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid endoscope sheath exhibited ceramic tip is cracked. There were no reports of patient harm.